Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that prior to an unknown procedure, the package was found damaged. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # n9077x. The analysis results found that the harh23 device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.